Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output. Patient stated he took slow-acting insulin on his way out to play golf. Patient stated he had a low of 55 but did not hear alert. Patient stated he didn't feel low but he passed out and woke up in the hospital. While in the hospital, patient was treated with a glucose injection and was placed on an IV. Patient is currently recovering.